Event description:
It was reported that during unpacking a damaged and torn sterile pouch was found. While unpacking an amplatz guide wire package it was noticed that the sterile package was damaged. The sterile package appeared to be torn, leaving the device compromised. The components inside the package were inspected and no damage was found. There was no damage found to the outer box. The device was not used in a procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for analysis. The 5 pack outer cardboard box presents some damage at the right hand top corner. The five pouched units that are inside the box do not present any damage, the pouches are sealed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during unpacking, a damaged and torn sterile pouch was found. While unpacking an amplatz guide wire package, it was noticed that the sterile package was damaged. The sterile package appeared to be torn, leaving the device compromised. The components inside the package were inspected and no damage was found. There was no damage found to the outer box. The device was not used in a procedure.